Manufacturer narrative:
Additional info : (B)(6) 2010.

Event description:
It was reported that after a monarc was implanted, the patient underwent removal of the mesh. On exam, there was no erosion. However, the physician was able to palpate the mesh underneath the vaginal mucosa in the left vaginal fornix. The patient was very tender throughout her pelvis. It was noted that this was likely due to the high tone of the pelvic floor musculature as well as the tenderness at the sling. The patient then indicated she wanted to undergo mesh removal. Cystourethroscopy was also performed during the procedure. The patient was healing as of (B)(6) 2016. It was also noted that the device malfunctioned. Additional information was requested, if received a follow up report will be sent.